Manufacturer narrative:
While performing monthly maintenance, the customer removed the ict valve no-waste tubing from its housing and liquid splashed onto the customer¿s eye. The customer was not wearing appropriate personal protective equipment. An instrument service history review revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or splashing as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The investigation determined that use error may have contributed to the exposure described in this complaint as the customer was not wearing protective eyewear while handling human-sourced materials. Based on the investigation, no systemic issue or deficiency was identified on the architect c8000 processing module for serial (B)(6).

Event description:
The customer stated she was splashed in the face and possibly her eye while performing the monthly maintenance procedure on the architect c8000 analyzer. The customer was cleaning the ict drain tip and as she was pulling the ict drain tip, fluid splashed out hitting her face and possibly her eye. The customer was not wearing goggles or face shield at the time. The customer rinsed her skin and washed her eyes at the eye wash station for at least 15 minutes. The customer did not seek further medical treatment. There was no adverse impact to the user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated she was splashed in the face and possibly her eye while performing the monthly maintenance procedure on the architect c8000 analyzer. The customer was cleaning the ict drain tip and as she was pulling the ict drain tip, fluid splashed out hitting her face and possibly her eye. The customer was not wearing goggles or face shield at the time. The customer rinsed her skin and washed her eyes at the eye wash station for at least 15 minutes. The customer did not seek further medical treatment. There was no adverse impact to the user reported.